Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete, and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. When the perfusionist removed the shunt sensor from circulation, the thermowell was wet. Thermowell leaks are considered by terumo to be reportable incidents, because a report of a similar malfunction has been determined to have caused or contributed to a serious injury in the past. No impact to pt as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on december 16, 2013. Upon further investigation of the reported event, the following information is new and/or changed: (expiration date), (device available for evaluation, (indication that this is a follow-up report), (approximate age of device), (date received by manufacturer), (follow-up report is due to additional information and device evaluation), (device evaluated by manufacturer), (device manufacture date), identification of evaluation. Upon evaluation of the device the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell. A review of the device history record revealed no indication of production related anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. Actual device evaluated, performance tests performed, photographic images, visual examination, improper physical structure, manufacturing deficiency, all available information has been placed on file in quality management for appropriate tracking, trending and follow up.